Manufacturer narrative:
Per the t:slim x2 user guide, ¿ store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ the t:slim x2 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 47 mg/dl, and the meter bg reading was 182 mg/dl. Reportedly, the customer was not storing the sensor according to the manufacture recommendation, and customer was not performing calibrations every 12 hours. No additional patient or event information was available. A replacement sensor was sent to the customer.